Manufacturer narrative:
It was reported that patient underwent interstim battery and lead removal and hydrodistention with icfs installation for complaint of chronic interstitial cystitis on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems. (B)(4).

Manufacturer narrative:
It was reported that patient underwent cystoscopy, hydrodistention and insertion of icfs due to interstitial cystitis on (B)(6) 2006 by dr. (B)(6). Operative indications states that the patient has frequency, urgency, pelvic pain, and puf score of 29. It was also reported that patient underwent implantable pulse generator (ipg) and programming on (B)(6) 2007 due to intractable frequency, urgency, and urinary retention by dr. Frederick klein. It was also reported that patient underwent cystoscopy with hydrodistention and icfs on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010 (bladder biopsy with fulguration), (B)(6) 2010 due to chronic interstitial cystitis by drs. (B)(6).

Event description:
It was reported that patient underwent cystoscopy, hydrodistention and insertion of icfs due to interstitial cystitis on (B)(6) 2006 by dr. (B)(6). Operative indications states that the patient has frequency, urgency, pelvic pain, and puf score of 29. It was also reported that patient underwent implantable pulse generator (ipg) and programming on (B)(6) 2007 due to intractable frequency, urgency, and urinary retention by dr. Frederick klein. It was also reported that patient underwent cystoscopy with hydrodistention and icfs on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010 (bladder biopsy with fulguration), (B)(6) 2010 due to chronic interstitial cystitis by drs. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced interstitial cystitis, and urge incontinence. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06800. The same patient is represented in each medwatch.